Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result from a sample aliquoted by the modular preanalytic analyzer (mpa) was 55 ui/l. The repeat result from the primary tube was 0 ui/l. The erroneous result was reported outside of the laboratory to the patient. There was no allegation of an adverse event. The reagent lot number was 28429200. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the provided data, a general reagent issue was not suspected.